Manufacturer narrative:
Additional information received on 27 april 2017 and includes: to date, the instrument lot number is still not available.

Event description:
When the surgeon was broaching with size 3 broach, the patient fractured. The surgeon broached to a size 5 and cabled the femur. There was approximately a 10 minute delay in surgery. The surgery was completed successfully. X-rays and broach are not available.